Event description:
Per the surgeon's report, this patient experienced pain and a sensation of electrical stimulation without sound perception. He had stopped using the device. Xrays showed that the device had migrated out of the cochlea, integrity testing performed in 2005 revealed high impedences on 11 electrodes, consistent with array migration. The surgeon was scheduled to explant the device and reimplant a new one two months later.